Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Pump logs indicated that the pump was put into the stop infusion mode during a programming session on (B)(6) 2019, and 48 hours later the ¿critical alarm - stopped pump duration exceeded 48 hours (04)¿ sounded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 155 mcg/day via an implantable pump. It was reported that from (B)(6) 2019, the pump issued an emergency alarm every 30 minutes. The pump had a ¿longtime emergency alarm¿ after implantation and before its life. The patient was rushed from to the hospital for emergency inspection on (B)(6) 2019. There was no problem with the procedure setting, but it could not be determined whether there were problems other mechanical failures of the pump. The patient had to undergo emergency pump replacement surgery. Only the ¿pump body¿ was replaced. The pump would be returned to the device manufacturer. The issue was resolved. The patient¿s status was ¿alive - no injury¿. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Information regarding the patient¿s medical history and other medications was unavailable. The product did not have contact with a patient with an infectious disease. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.